Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen was scratches and had trouble seeing the screen and also received motor error. It was reported that it took more than one time, slower to rewind, the buttons were worn out on it. The insulin pump will be returned for analysis.